Manufacturer narrative:
The investigation determined non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from three different patient samples processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue did not likely contribute to the event. Based on historical quality control results a vitros tropi es lot 3005 performance issue is not a likely contributor to the event. However, the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent lot 3005 issue cannot be completely ruled out as a potential contributing factor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es results from three different patient samples processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient a = 0.479 versus expected 0.012 ng/ml. Patient b = 0.875 versus expected 0.020 ng/ml. Patient c = 0.424 versus expected 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected, non-reproducible troponin I es results were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).